Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A six pictures and seven sample was received for evaluation. During visual inspection of the pictures, there were different views of a cassette product. No leaks were detected in pictures reviewed. The returned samples were received in used conditions without their original package decontaminated. The samples were visually inspected under normal conditions of illumination. The sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During functional testing, the samples were filled with colored water using a syringe in order to detect any leakage. The sample units presented leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. Root cause was found to be the bag sealer machine, it caused a weakened seal condition on the joint of the tube with the bag, the generator of the equipment was identified. Also, the procedure was not followed. The two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. The following corrective actions were implemented through corrective action and preventative action (CAPA): the generator of the bag sealer machine as replaced and the procedure was updated.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop had seven leaking cassettes. Details will follow with complaint form. Unknown if patient involvement.